Manufacturer narrative:
Implant not returned. Osteophytes need to be removed completely to get a good result. In addition, it is important to remove the whole joint surface on the trapezial bone (no bone edges are allowed to be left). Re-op surgeon comment "lots of reactive, inflammatory tissue in the area surrounding the site." Artimplant's comment: if the implant is not properly fixated the implant can move in relation to the bone and cause irritation at the site. Probable cause of pain is insufficient removal of bone and osteophytes and insufficient fixation of the device. The instructions for use on osteophyte removal and fixation of the implant have probably not been followed.

Event description:
Dr. Explanted an artelon cmc spacer from a patient. Original implant had been performed by another physician, at the hospital for special surgery about 9 months prior to explant. Dr. Indicated before the revision procedure that based on x-ray images, there appeared to be an impingement or spur on the medial aspect of the trapezium. Dr. Indicated that it appeared that, the interposition portion of the spacer may not have fully covered the joint space. He speculated that either an osteophyte had not been fully removed at the time of the original surgery, or it had formed since the time of the original surgery causing an impingement in the joint. The entire artelon and trapezium was removed "in block". He also said that in his opinion, there was "lots of reactive, inflammatory tissue in the area surrounding the site. No decomposition (of the spacer) was noted. There were reactive changes around the site."